Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phz839, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue/location was suturing when pull off occured? Linea alba on the abdomen of a horse. Did a suture needle pull off occurred with all 9 devices returned during this single procedure? No, it has happened once. There are 9 unopened packages of suture left in this box. How many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? It has happened once. Procedure name: equine colic surgery. Date: (B)(6) 2020. Was the needle removed from the animal during the same procedure? Yes.

Event description:
It was reported that a horse underwent a colic procedure on (B)(6) 2020, and suture was used on the abdomen. During the procedure, the suture pulled off completely at the swage part of the needle.